Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states; "new bag of insulin prepared and verified with two rn. The correct dosages and infusion rate were entered. Pump programmed to deliver 1unit/hr; pump infused entire bag of insulin (100units) in 45min although pump displayed only 1ml infused. Reported by caregiver that the door on the pump had a 1/4" gap at the top of the door when the problem occurred. Pump did not alarm "door open". The "door open" sensor is located at the bottom of the door. We could not recreate the free flow problem by prying open the door at the top. What was the original intended procedure? : deliver 1 unit/hr. Of insulin¿. An incomplete event date of (B)(6) 2018 was documented.

Event description:
The customer reported that the insulin bag was almost empty. The patient was intubated and sedated before this event. After the over infusion, the patient's blood sugar was 30 with no visual clinical symptoms. The pump was returned back to service.

Manufacturer narrative:
Incomplete event date: (B)(6) 2018.